Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose value has been between 300 and 400 mg/dl and the only thing she has eaten was cottage cheese. Customer treated with manual insulin injection. Customer experienced vomiting and weakness. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date and basal rates are set up correctly. The insulin pump passed the high pressure test. Customer removed the infusion set and the cannula was not bent or occluded. Insulin is not expired. Nothing further reported.